Event description:
It was reported that during a pulse field ablation (pfa) procedure ablation procedure using a farawave pfa catheter the patient's "blood pressure dropped, and they went into heart block". After completing an ablation of the mitral isthmus line the patient went into heart block. Mti ablations are considered off label as the farawave is only indicate for pulmonary vein isolations. They reversed the patient's anesthesia, and the condition was treated with unspecified methods. The procedure was considered completed at the time they woke the patient up. The patient was discharged as normal for the procedure, and they left with a sinus rhythm. The device will not return for analysis as it was disposed following the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.